Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that side branch stenosis occurred. Clinical status assessment on (B)(6) 2013 identified the patient's qualifying condition as myocardial infarction (mi) with unstable angina. Elevated biomarkers indicated ischemia prior to procedure and the patient was referred for urgent cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the distal right coronary artery (rca) with 85% stenosis, a length of 20 mm, and a reference vessel diameter of 4.00 mm. The target lesion was treated with pre-dilatation, placement of 4.00 x 28 mm study stent. Following post-dilatation, residual stenosis was 0%. Baseline core lab angiography revealed 60% side branch stenosis at acute marginal (ac) marginal. Post procedure angiography revealed 80% 'branch percent stenosis in ac marginal. Three days post procedure, the patient was discharged on dual antiplatelet therapy.